Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that force was used to remove the balloon catheter, as difficulty was encountered. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35 instruction for use (IFU), states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, the physician did not follow the IFU. Instead of using gentle counterclockwise twisting motion to remove the device, force was applied resulting in the reported separation. The investigation determined the reported balloon rupture, difficulty removing the device, surgical intervention and delay to treatment/therapy appear to be related to operational context. The reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified total occlusion in the mid left superficial femoral artery (sfa). The 6.0x120mm armada balloon dilatation catheter (bdc) was advanced to the lesion without resistance, but during inflation, the balloon ruptured at 6 atmospheres. Resistance was met when trying to remove the bdc, so force was applied and the shaft separated around the mid segment. The patient was sent to surgery to remove the separated portion of the balloon catheter, resulting in a clinically significant delay in treatment. No additional information was provided.